Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user experienced a failed freestyle libre 3+ (fsl3+) sensor that prevented connection to the ilet, resulting in a highest blood glucose (bg) of 438 mg/dl. The agent guided the user through replacing the sensor and confirming warmup. The user was advised to contact abbott diabetes care for a replacement sensor. The user's blood glucose (bg) was corrected once the new sensor was connected. No symptoms, outside assistance, or medical intervention were reported.